Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# v814671, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v814671, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
Additional information received reported that the lead was revised on (B)(6) 2014. Since then the patient had moderate improvement and was scheduled to see the surgeon in two weeks.

Event description:
It was reported that the patient never had therapeutic effect and the device never helped with leaking but it did help a little bit at night. The patient was only filling up 2 incontinence pads at night. The manufacturer representative had run out of programs to use and the patient's health care provider (hcp) didn't know how to program the device. The patient also stopped drinking water because they didn't want to leak and ended up getting kidney failure. The patient had the trial done and questioned if it was working but the hcp and nurse said it was working well enough to get the implant. The patient wanted to try to use a vaginal toning device as their device had not addressed their leaking issues and was not working for them though it did work initially for them. The patient had a loss of therapeutic effect. It was further reported that the patient was still having concerns with their device or therapy and it didn't work at all. The patient received assistance from their hcp and manufacturer representative but their concerns were not resolved. The patient did not know what else to do and had shut off the device. The patient had appointments on (B)(6) 2012. It was further reported that both the hcp and manufacturer representative had reprogrammed the patient several times. The patient had many medical issues and the patient and their hcp gave up and decided to try biofeedback as the patient was no longer getting adequate symptom control from their device and was longer a good surgical candidate. The patient would continue to see their hcp for follow up. It was later reported that the patient had reduced efficacy. The patient had stimulation or therapy issues of a loss of therapeutic effect due to the lead. The action required as a result of the event was removal or replacement of the lead and the action was not taken yet but was planned. It was unknown if any diagnostic testing or troubleshooting was performed. It was unknown if the product issue was resolved and unknown if the cause of the issue was determined. The lead would be explanted on (B)(6) 2014 and they were unable to determine the return status. The patient status was alive with no injury and the symptom associated with the event was less than 50 percent therapy relief at the lead location. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.